Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 26 sep 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference #: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4).